Manufacturer narrative:
The customer reported that the analyzer was "getting really hot and then it smelled like something was burning". There were no allegations of patient/user harm. There were no allegations of incorrect results. Currently it is unknown whether or not the device may have malfunctioned, as the allegation could not be duplicated. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that the analyzer was "getting really hot and then it smelled like something was burning". There were no allegations of patient/user harm. There were no allegations of incorrect results.